Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage space could not be recovered. The field service engineer (fse) arrived at the vet station and found a hardware failure icon, but there was nothing to recover. Through investigation, it was determined that door three was the culprit. All doors in the tower were forced to fail, then each one was recovered individually, and the ghost failure icon was cleared. This did not delay dispensing medication to patients since other drawers in the core were available. This issue was noted during medication dispensing. The system was tested for proper operation and functioned successfully. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower storage space could not be recovered. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from other source, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.